Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022 . On (B)(6) 2022 , it was reported that the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. Per call review performed by medical safety on (B)(6) 2023, the patient experienced weakness, diaphoresis, and dizziness. The patient's pump over infused insulin due to falsely high cgm readings. She called an ambulance after self-treating with nasal glucagon. Ems (emergency medical service) treated her with IV glucose. The cgm was reading 123 mg/dl and the blood glucose reading was 47 mg/dl. The patient was transported to the ER (emergency room) for an 11-hour observation because her bg (blood glucose) would not increase, and she was discharged once stable. At the time of the report, she was feeling ok. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.